Manufacturer narrative:
Instruction for use (IFU - 746-577) for the brand name enterprise 5000x states that: "if the power cord or mains plug is damaged, the complete assembly must be replaced by authorised service personnel." "Make sure the power supply cord does not become entangled with moving parts of the bed." "Unauthorised modifications or repairs to this product may affect its safety and will invalidate any warranty. Arjo accepts no liability for any incident, accident, or reduction in performance that may occur as a result of such repairs or modifications." "Product cannot be maintained and serviced while in use with the patient" if the equipment fails to operate correctly, follow the suggestions in the IFU, which suggest simple checks and solutions. "If these steps fail to resolve the problem, contact arjo or an approved service agent." In summary, the power cord was damaged during the manual lowering of the bed by the customer. Therefore, the event was a result of instruction not being followed. Arjo device was involved in the reported event and failed to meet its performance specification. The complaint was assessed as reportable due to burn marks on the power cord. No injury was sustained. The device is distributed outside the us and no gudid information exists.

Event description:
The customer asked for the repair of an enterprise 5000x bed due to the inability to lower it. The arjo service technician visited the customer and found a damaged hi-lo actuator, control box, power supply cover, junction box cover, and punctured main lead (power cord). The arjo service technician asked about the circumstances of the event. The customer informed that a patient was on the bed and they could not lower it, so they tried to unlock the actuator manually, which broke the actuator mounting and allowed them to lower the frame gently as nothing was holding it. As the frame was not being held, it crushed some parts of the bed. A puncture to the main cable lead caused a short circuit and burning marks were noticed. No one got hurt. The arjo service technician took the device out of use.